Event description:
It was reported that during a pci procedure, the viva balloon ruptured on the first inflation when it was inflated to 10atms for about 10 seconds. The lesion being treated was in the mildly tortuous, moderately calcified and 99% stenotic left anterior descending artery (lad). The procedure was successfully completed with another viva balloon. Patient status is listed as "good".